Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly calcified and moderately tortuous left anterior tibial artery. After a non-bsc introducer sheath and a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was selected and advanced for dilation. Upon the 1st inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).